Event description:
Caller indicated the relion micro meter was giving high readings. Caller is getting readings in the 500's then 300's and 100's within 3 minutes of each other using different sites each time - he didn't have any exact readings. Controls not used. Requesting refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.